Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient with palpitations presented in the clinic for the post-procedure follow up. Upon interrogation, the right ventricular lead perforated and it also exhibited high capture threshold. The echo was performed to confirm the lead perforation. The lead was repositioned successfully and the patient was stable following the procedure.